Manufacturer narrative:
One puncture needle, consistent in appearance with that included with the 7f peel-away introducer kit, was returned for evaluation. Visual inspection revealed the needle was in two pieces. The results of the investigation verified that the needle was fractured just distal to the needle hub. The needle was pinched/kinked at the point of fracture. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the fractured needle is consistent with forcible contact.

Event description:
During an elective non-sjm pacemaker and atrial lead replacement procedure, a portion of the needle became detached when performing venipuncture. The physician performed venipuncture on the subclavian vein, which proved difficult due to the depth of the vein. When retrieving the syringe and needle from the puncture site, the physician noted the needle was broken just after the blue plastic tip and remained in the subclavian vein. With the assistance of a vascular surgeon, the needle was retrieved by doing a deep tissue dissection. It was reported, the physician did not believe the event was caused by the device.